Event description:
The user stated three times in two weeks, they received questionable ion selective electrode (ise) results for a single patient sample in the middle of a run. Of the data provided for two patient plasma samples, only the sodium result for one patient was discrepant and reported outside the laboratory. The initial result was 146 mmol/l and the repeat result from modular core analyzer serial number (B)(4) was 138 mmol/l. The result was corrected. None of the patients were harmed or adversely affected. The sodium electrode lot number was not provided. As part of troubleshooting, the user replaced all four electrodes, all reagents and the sample probe on (B)(6) 2011. The field service representative determined the ise mixing bowl was dirty. He performed an ise check and cleaned the mixing vessel. To verify the analyzer operation, he ran two precision tests and the user ran quality control with all results meeting specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Further investigation could not determine a specific root cause. It was noted since replacement of the ise syringe, the ise module continued to operate normally. It was assumed that some air bubbles coming from the syringe were disturbing the ise measuring channel and the problem was solved by the replacement of this syringe.